Event description:
While treating a patient with the model 3100a, users reported that the mean airway pressure was fluctuating and the piston (oscillating driver) was making an unusual noise. Ultimately the user corrected these symptoms by replacing the patient circuit. The patient was not compromised.